Event description:
Holmium laser stopped working. Surgeon was in the process of treating bladder stones with the holmium laser. The machine stopped working and had a "fallout code" which is an internal failure that has to be fixed. FDA safety report ID# (B)(4).